Event description:
Imprecise advia centaur progesterone results were obtained for patient samples. The imprecision was noticed after failure of the external quality control (qc). The customer noticed fliers on their internal qc. Patient samples were run in duplicate. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the imprecise progesterone results.

Manufacturer narrative:
Siemens filed the initial MDR on november 12, 2013. On 02/14/2014 additional information: siemens conducted a precision investigation in november 2013. The investigation concluded that the advia centaur progesterone reagent lot #s 262 and 263 both met precision release specifications. However, a higher level of imprecision was observed with reagent lot # 262. The precision investigation conducted by siemens was comprehensive. In addition to testing lot#s 262 and 263 reagents internally, a biostatistician analyzed the data generated at a reference laboratory and reviewed parameters from the manufacturing database including curve shape/fit and rlu precision and dose precision across multiple reagent lots going back two years. There were no manufacturing parameters or raw materials identified for lot# 262 and 263 as different from previous lot numbers and that could explain the increased imprecision observed by customers. The investigation has determined that lot#s 261, 262 and 263 are meeting precision specifications.

Manufacturer narrative:
The cause for the discordant progesterone results is unknown. Siemens healthcare diagnostics, inc. Is investigating the issue.